Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation: returned product consisted of a quantum maverick monorail balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. The hypotube shaft was detached/separated at 68cm from the strain relief. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the shaft broken. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 09-may-2012. It was reported that during a percutaneous coronary intervention (pci) procedure, the device was unable to cross the lesion. Access was obtained through the radial artery. The 2.75x22mm, 90% stenotic lesion was located in the moderately tortuous left circumflex artery. After deploying an unspecified stent in the lesion, the physician advanced a 2.75x15mm quantum maverick balloon to post dilate the stent, but was unable to cross the lesion. The procedure was completed with a 2.75x8mm unspecified balloon. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that there was a broken hypotube.